Manufacturer narrative:
Concomitant medical products: etlw1616c82e, stent graft, implant date: (B)(6) 2012, enlw1616c93e, stent graft, implant date: (B)(6) 2012. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated damage at implant. The helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, after multiple attempts at placing this right ventricular (rv) lead and fixating the lead in a location that would yield acceptable sensing, there was difficulty extending the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.